Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he had an abdominal infection that he was treated for and that he had temporarily changed modality of dialysis therapy to hemodialysis for three months. Additional information received from the patient confirmed that the patient had a failure in aseptic technique during one of the patient's treatment at some point in the end of (B)(6) 2016. The patient reported that the cycler was requiring the patient to drain additional solution and, since the patient was empty at the time, the patient disconnected himself from the cycler and put the end of the patient line in a cup of water in order to get the cycler to allow him to proceed, and then reconnected the patient line. The patient reported that he had been diagnosed with mycobacterium immunogenum peritonitis and was hospitalized for approximately one week. The patient reported that he was treated with the antibiotic azithromycin for two months. The patient reported that his lab results indicated the presence of "many white blood cells". The patient also reported that his pd catheter was removed after he was diagnosed with peritonitis and his pd catheter was replaced on (B)(6) 2016 so that the patient could transition back to pd therapy. The patient's medical records have been requested but will not be made available.